Event description:
A peritoneal dialysis patient reported a fluid leak that was identified after completion of treatment when cycler door was opened. The pt's effluent remained clear. The pt did not take any prophylactic antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition the batch record review confirmed the labeling, material, and process controls were within specification.